Event description:
Additional information received from reporter on 3/11/2024 for report mw5152444. Dexcom g6 sensor inaccuracy: 9:03am g6 reading 55, finger stick reading is 84. That is a 34.5% mard. Dexcom g6 sensor inaccuracy: 8:09am g6 reading 126, finger stick reading is 91. That is a mard of 38.5%. Dexcom g6 sensor inaccuracy: 10:19 am g6 reading 177, finger stick reading is 140. That is a mard of 26.4%.

Event description:
Additional information received from reporter on 3/12/2024 for report mw5152444. Dexcom g6 sensor error > 3 hours. Replaced this sensor. New sensor lot #: 5336130 - inserted on (B)(6) 2024.

Event description:
Dexcom g6 sensor inaccuracy: 7:33am g6 reading 138, finger stick reading is 91. That is a mard of 51.6%. G6 sensor activated on (B)(6) 2024, inserted on (B)(6) 2024.